Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the air leak in the hose was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed for muffler tube verification, cutter lock, safety- power broken and temperature- overheating. It was further determined that the assessments for noise, rotational and oil leak could not be completed due to the overheating. It was observed that the device had a damaged shaft, driven pawls, was overheating, and a damaged tube housing. It was further observed that the motor housing and swivel were dented, the red indicator was missing, and the locking components were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during pre-surgery, it was discovered that the motor device hose leaked air. During service and evaluation, it was observed that the device failed for safety- power broken and temperature- overheating. There was no delay to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.